Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in pain pattern and seeking an additional lead placement. A revision procedure was scheduled to place the additional lead. During this revision procedure, the physician reported difficulty when positioning the additional lead. As a result of the positioning difficulty, the evoke scs system was explanted. It was confirmed that there were no issues with the evoke scs system performance prior to explant.